Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) review is in progress. Once completed, the information will be submitted in a supplemental. (B)(4). The device was not returned.

Event description:
It was reported that blood got aspirated into the unit standard electric console (p/n: 1020; l/n: 02-074716fs). No additional information has been received to date. If additional information is received, a supplemental 3500a report will be submitted.